Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 40 units of insulin during the load sequence. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 220 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.